Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to hypoglycemia. The reported blood glucose reading was 19 mg/dl. The customer thinks the reason her blood glucose was low was because too much insulin was calculated. The customer stated that she has an appointment to receive add'l training on the insulin pump. Nothing further was reported.